Event description:
An email was received regarding a primary plumset, pe lined tubing, 107 inch in which it was stated in the report that the device was dirty in the set. No drug was involved in the event. There was no patient involvement reported.

Manufacturer narrative:
The device has been requested for evaluation. It has not been received. The investigation is pending.